Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 380 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. Investigation of the pod found no issues that would result in a needle mechanism failure. The device ran for 1767 pulses and was deactivated by a hazard alarm. The download data from the pod showed that an 0x18 alarm had been generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection.